Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist remotes into the device and tried to cycle count. The tss found that the drawer was open whereas cubie did not. The tss advised the customer to remove the cubie and replace it with another cubie to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.